Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level reported. The customer chose not to proceed with troubleshooting, and no further information was collected. They are in the process of obtaining a new device since the pump is out of warranty.